Event description:
While introducing the stent delivery system into a cordis guiding catheter, a cypher select 3 x 13mm stent got dislodged. There was no resistance felt while introducing the stent. The stent was stuck in the guide catheter, so the catheter was removed and cut into pieces in order to retrieve the stent. There was no injury to the patient.

Manufacturer narrative:
The product is available, but not been received as of the initial report. Additional information will be submitted within 30 days of receipt.